Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) procedure using an 8f sheath. The patient also required an intra-aortic balloon pump. Reportedly, after deployment, there was resistance removing the prostyle device. The prostyle device was advanced a few millimeters and the lever for the footplate was opened and closed multiple times in effort to close the footplate completely. The device was also manipulated clockwise and counterclockwise. The combination of these actions was used to release the resistance and remove the device. Hemostasis was not achieved with prostyle and manual compression was applied for an hour. A femostop was also used for compression for 2 hours and then more manual compression for an additional hour. The patient became and remained hypotensive throughout this process and was transported to the critical care unit (ccu). Reportedly, the patient was then discharged home on hospice care with comfort measures. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulty with the foot was not confirmed as the foot deployment and retraction were verified via manually opening and closing the lever with no anomalies noted. The reported difficult to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of hypotension is listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. Based on the reported information and the observations from the returned device, a definitive cause for the reported difficulties could not be determined. Factors that contribute to the inability to retract the lever/foot, include, but not limited to calcification, tissue, or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. The patient effect of hypotension is listed as potential adverse event associated with use of vessel closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.